Manufacturer narrative:
Additional information will be submitted wihtin 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: the cc has been updated to reflect additional procedural information. This does not change the determination or reportability of the file. During a percutaneous coronary intervention the patient¿s blood pressure was 170/80 and sometime later it was noted to be bp 191/122 requiring a gtn patch and extra medication. 6000 units of heparin was also administered. After the procedure an exoseal was deployed that required ten minutes of manual pressure. A hematoma developed after release of pressure and another ten minutes of manual pressure was applied followed by application of a fem-stop device. The following day the patient developed a bruise that was greater than 10cm and was discharged. The patient was re-admitted on 8/4/2014 with massive bruising to inner aspect of leg to behind knee and down to top of calf. The inner thigh was noted to be ¿red hot¿ to touch. The exoseal plug site was not noted to be inflamed. Antibiotics were administered (B)(6) 2014. Ultrasound revealed 2.5cm x 2.4cm x 2.4cm (8ml) with active flow into an aneurysm and into a larger hematoma, measuring 140mls. No procedural information relating to the use of the exoseal was provided. The procedure used a retrograde approach. The exoseal was prepped according to IFU instructions and there were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. It is unknown if the vessel diameter was verified to be greater than or equal to 5mm in diameter. It is also unknown if the puncture site had visible calcium/plaque, if there was a stent near the puncture site or if the vessel had stenosis >50% at or near the puncture site. There was no difficulty deploying the plug. The exoseal vcd and the terumo vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. There was no suspicion of the plug being deployed intravascularly. It is unknown if multiple stick attempts made before arterial access was achieved. The patient was administered heparin 6000 units as standard treatment care. The physician has achieved certification on the use of exoseal vcd and has had over 100 deployments prior to this procedure. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The plug/inability to achieve hemostasis reported by the customer could not be confirmed since the plug was not returned for evaluation. The cause of the failure could not be conclusively determined. The exoseal IFU lists prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Access site bleeds are a common procedural complication and are frequently related to stick technique, anticoagulation (heparin use), blood pressure and/or discomfort during and after the procedure. Based on the information available for review, patient and/or pharmacological factors are likely contributing factors. Access site hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation (heparin use), blood pressure, adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation. Based on the information available for review, patient and/or pharmacological factors are likely contributing factors to the hematoma reported. Access site aneurysms are a potential procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, device exchanges or vessel characteristics. Based on the information available for review, patient and/or pharmacological factors are likely contributing factors to the hematoma reported. The patients hypertension was a pre-existing condition and was unrelated to the procedure or the device. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.

Event description:
During a percutaneous coronary intervention (pci), it was reported that the patient¿s blood pressure was reported to being 170/80 - (later bp 191/122, requiring gtn patch and extra bp tablet). Heparin 6000 units. Ten minutes of digital pressure was applied after the exoseal was deployed. Hematoma developed after digital release, another ten minutes of digital pressure followed by fem-stop. The patient developed a greater than 10cm bruise on the next day (post procedure). The patient was discharged. The patient re-admitted on (B)(6) 2014 with massive bruising to inner aspect of leg to behind knee and down to top of calf. Red hot on inner thigh was noted. The exoseal plug site was not inflamed only inner thigh. Commenced on antibiotics (B)(6) 2014. Ultrasound revealed 2.5cm x 2.4cm x 2.4cm (8ml) with active flow into 4th aneurysm and into a larger hematoma, measuring 140mls.